Event description:
After drawing up mitomycin into a 60ml kendall monoject from tyco/healthcare lot# 900800728, the pharmacist noticed a contaminant in the syringe. The contaminant was not observed prior to filling the syringe but due to the fact that the contaminant was firmly stuck on the inside of the syringe, it is evident that the contaminant came with the syringe and not the medication. Syringe and medication were not used; and saved for ther possible analysis. Route: intravesical. Dates of use: 2009. Diagnosis: intravesical injection of mitomycin.